Manufacturer narrative:
The identity of the sling implanted in this pt was not specified. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
In 2007, a "sling" was implanted. It was reported that since (B)(6) 2011, she has been having "problems" and pain and has inquired about sling removal. She also has expressed anger.